Manufacturer narrative:
The subject device was not returned to olympus medical systems corp (omsc). Omsc received only photos of the device and omsc confirmed that the ptfe pad was partially lifted from the jaw. The manufacturing record was reviewed with no irregularities. Considering the evaluation result of the photos of the device, omsc concluded that the reported event occurred since the user continued activating output for an extended time after the tissue already cut. The instruction manual of the subject device already states. See scanned page. This report is being submitted as a medical device report in an abundance of caution. Please cross-reference the following reports: 8010047-2014-01118.

Event description:
Two subject devices were used during an uncertain procedure. The first device was reassembled because unk error message was displayed. Once the first device worked for a short time but unk error message was displayed again. And the ptfe pad of the device was separated. The procedure was continued with second device. During using the second device, there was error message "change device". But the user kept using the device. After that, the probe of the second device was broken off and the probe tip fell outside the patient body. The procedure was continued with another thunderbeat device. There was no patient injury reported. This report is regarding the first device.